Event description:
The physician of a (B)(6) male pt called zoll customer support to report that one of the pt's electrode belt wires "came out of the best". The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrode (te) was pulled from the strain relief at the dn. The root cause of the damaged cable and internal wires cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.